Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
It was reported that the pump had been replaced due to a volume discrepancy. The reservoir had been expected to contain 7ml and was only found to contain 2ml, though it was indicated that the physician was not clear on the exact volume discrepancies. It was unknown if there had been any patient symptoms or complications associated with the event. At the time of report, there had been no patient injury. The device system had been used to deliver compounded baclofen and morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. Final analysis of the pump found no anomalies as the pump passed dispense and infusion accuracy testing. Destructive analysis was performed and no significant issues were found. Final analysis of the catheter found no significant anomalies, though the catheter had been returned in segments.